Manufacturer narrative:
Product analysis: the product remains implanted; therefore no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, moderate paravalvular leak (pvl) was reported. A balloon aortic valvuloplasty (bav) was performed with no change in pvl. Subsequently, a second valve was implanted and improved the pvl to mild. No adverse patient effects were reported.